Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module needs to be replaced to address the issues. The device's overhead blower filter was found to be clogged and will need replaced to address the issue.